Event description:
It was reported that during central processing, the cadiere forceps was observed to have tips missing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and the instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.623" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end.